Manufacturer narrative:
Sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer initially reported complaint for e-3 error code. Son is calling on behalf of the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/23/2021 and open vial date is 03/20/2020. During the call, a blood test was performed by the customer fasting and produced test result of 55 mg/dl using truemetrix meter. Son was unsure of the result and did not know the customer's expected blood glucose test result range. At the time of the call, the customer reported feeling dizzy; son had stated medical attention was not needed at the time of call. Information was transferred to technician who called son; son stated that he had spoken with customer's doctor who had advised customer be given something sweet, fruit or candy, and to perform another blood test in an hour. Son stated he was going to do that; son could not verify if customer was still feeling dizzy, as son stated the customer had a stroke has difficulty speaking.